Manufacturer narrative:
(B)(4). Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported while transferring the patient to bed, the rn noticed the IV tubing was leaking. Upon examination the leak was coming from the middle of the tubing. There was no report of patient harm or medical intervention. No additional patient or event details were provided by the customer.